Manufacturer narrative:
Manufacturer's investigation conclusion: the reported replace system controller alarm event was confirmed via the log file review. The log file spanned approximately 27 days ((B)(6) 2021 to (B)(6) 2021 per the timestamp). A replace system controller and yellow wrench advisory alarm activated on (B)(6) 2021 at 13:03 due to an lcd fault alarm. The lcd fault was active fifty other times throughout the log file but was not active long enough to activate an audio/visual alarm. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. The hm2 system controller, serial (B)(6) , was not returned for analysis. Several attempts were made to obtain additional information regarding the event, asking about the product return status. Per customer response, no equipment was exchanged and will not be returned for further analysis. As a result, the exact cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and quality assurance specifications prior to being shipped on 20mar2017. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the replace system controller and power cable disconnects alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a replace system controller alarm upon interrogation. Log files revealed multiple no external power alarms while the patient was connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. The patient reported that one of their animals pulled the cord out of the outlet. Related manufacturer report number #: 2916596-2021-07120.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.